Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead impedances continued to rise. Fluoroscopy confirmed the lead was appropriately connected to the device, but the impedances continued to rise. While the physician was checking the lead the patient became pacemaker dependent. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.